Event description:
It was reported that the right ventricular (rv) lead triggered an alarm due to high impedance. Different programming configurations were tested but the lead registered high impedance in each configuration. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Eleven non-sustained tachycardia (nst) and 1 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2010 and (B)(6) 2013. Ninety eight of 596 lifetime ventricular sic occur since (B)(6) 2013. Lia triggered on (B)(6) 2010, and (B)(6) 2013 due to meeting the conditions for nst and ventricular sic. The max ventricular pace impedance rises from an approximate baseline of 500 ohms to greater than 2000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d284drg implantable cardioverter defibrillator (ICD), (B)(6)  2010; 5594-53 implantable pacing lead, (B)(6) 2010. (B)(4).